Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that an edwards valve, implanted approximately 10 years and seven (7) months, was explanted due to aortic regurgitation. The explanted valve was replaced with a 23mm non-edwards valve with no adverse patient events reported. The surgeon commented that there was no allegation of device malfunction; however, the valve failed slightly premature than expected.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
F10: device code 3191 = host tissue, pannus growth h3: evaluation summary: customer report of regurgitation was confirmed through dropped leaflet. Commissure 2 appeared bent inwards. X-ray demonstrated moderate calcification was observed on leaflet 3, and minimal calcification on leaflet 1 and 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 mm on leaflet 1 on the inflow aspect and 2 mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. As received, leaflet 3 appeared dropped compared to the remaining leaflets and created a gap in the central coaptation region which likely led to the reported regurgitation. A non-transmural tear, approximately 2 mm long, was observed extending from the free margin into the cusp of leaflet 3 on the outflow aspect. Leaflet 3 had a 2 mm tear near commissure 3. Calcification was evident near the tears. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Suture holes were visible around the sewing ring. Sewing cloth was cut around leaflet 2 on the outflow aspect and exposed wireform. Suture threads remained attached to the sewing ring around leaflet 1. H10: additional manufacturer narrative: updated sections d1, d4 (model #, serial #, expiration date), f10, g5 (PMA/510k), h3, h4, h6 calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. In this case, it was determined that the root cause of this event was calcifiction and host tissue overgrowth which restricted leaflet mobility and led to stenosis as demonstrated in the device evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.